Event description:
It was reported that this patient presented to the emergency room with intermittent loss of capture. A chest xray was performed which showed the lead position was good. Boston scientific technical services (ts) suggested device reprograming. This patient will be monitored. This lead remains in service. No adverse patient effects were reported.